Event description:
Additional information received indicates that the right ventricular lead exhibited high capture threshold. Chest x-ray was performed and confirmed rv lead dislodgement. The patient was stable before, during, and after the replacement procedure.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient was implanted with a system on (B)(6) 2025. On (B)(6) 2025, the right ventricular (rv) lead was explanted and replaced. Further information was requested but not yet received.